Manufacturer narrative:
Device still implanted. No product information available. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient sent email to customer service: in (B)(6) 1990, I participated in a FDA trial at the (B)(6) medical center for the isola spinal fixation. I had a burst fracture of t12 and received spinal fixation with the isola spinal system. I see that your company purchased acromed, the maker of the isola system. I had an xray several years ago that showed that the heads of the bolts were fractured. I was having no symptoms at the time. I am now starting to experience pain and my activities of daily living are being affected. Who do I need to talk to? Thank you.